Manufacturer narrative:
Field d4 (lot number), was updated to reflect product batch/lot number as : k10240627 0045.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, there was a broken cable observed on the monopolar curved scissors (mcs) instrument. There was no patient involvement.